Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2013, the patient underwent a trial procedure. During the procedure, invalid impedance was found on the lead. Troubleshooting to address the issue was unsuccessful. In turn, the lead was removed and replaced. Effective stimulation was obtained with the replacement lead. The procedure was extended 45 minutes.